Manufacturer narrative:
Concomitant products: d314drg ICD implanted: (B)(6) 2012-, pb1018 transcatheter valve implanted (B)(6) 2013.

Event description:
It was reported via remote transmission, that the patient was lightheaded and experienced chest pain and possible syncope. In addition, intermittent t-wave oversensing (twos) episodes were recorded. The patient was scheduled for further right ventricular (rv) lead evaluation, and the lead remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was additionally reported that the lead triggered a lead integrity alert (lia) for oversensing sensing integrity counter (sic) and high rate non-sustained episodes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.